Event description:
It was reported that the dexcom g7 sensor temporarily disconnected from the ilet pump, which prevented the caregiver from seeing continuous glucose readings until data were synced. Symptoms included transient loss of continuous glucose monitoring data. Outcomes included restoration of data display after synchronization, with no injury and no medical intervention. Investigation included review of device connectivity and data synchronization steps with the patient and caregiver. Investigation of this case revealed a temporary cgm-to-pump communication interruption that resolved after syncing, consistent with intermittent signal loss between the cgm transmitter and the pump. It was concluded, based on previously established findings for similar reports, that the cause was temporary communication disruption due to signal loss.